Event description:
Deployment of the three-piece zenith endovascular graft went without complication. Deployment of the ipsilateral leg graft landed with a one centimeter purchase in the common iliac artery. To ensure the stability of the graft, an iliac leg extension was deployed distally, extending the length into the right common iliac retery. Viewing during the conclusion angiogram noted a good seal of the ipsilateral leg graft and the presence of a small type I proximal or type ii endolek, that could not clearly be defined. Viewing of the renal arteries and the proximal portion of the main body graft, noted right renal artery was clearly patent. Left renal artery as well appeared to have flow, but it appeared, from the angle of viewing, that the gold marker may be encroaching upon the orifice. A clear determination of the gold marker positioning could not be verified from the angle viewed. Procedure was concluded with the pt's heparin level measuring 360. Pt was given protamine to reverse the state. A follow up examination is scheduled for three weeks to check the endoleak status.